Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) screen frozen and autofill alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. Customer is trying to get approval for this repair, as of now the unit is down in the biomed shop until they get approval for repair. A minimum of three (3) gfe attempts have been made to obtain information on the service/repair of the unit. At this time the customer has still not accepted the quotation and/or determined if the unit will be repaired, therefore this complaint is being processed with the information currently available. If additional information is provided at a later date the complaint will be reopened and update accordingly.

Event description:
N/a